Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a pump replacement procedure, as the pump was no longer functional. No patient complications were reported.

Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. The pump was visually inspected, microscopically examined, and functionally tested. The tubing was determined to be worn down to the filament; however, no leak was found. The pump did not pass activation and deactivation testing. Product analysis confirmed the reported allegations, as the observed anomalies are likely to have affected the functionality of the device.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a pump replacement procedure, as the pump was no longer functional. No patient complications were reported.